Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, upon device interrogation the physician observed multiple automatic mode switching episodes due to noise on the atrial channel. The noise could be reproduced by having the patient do provocative movements. The physician decided to take no action because all the electrical parameters for the atrial lead were fine. The patient will be monitored.